Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the helix would not extend after being screwed in one time. Then noise was noted on the pacing system analyzer (psa), as well as with the lead connected to the device. The noise was from suspected electromagnetic interference (emi), and was not oversensed. High impedance measurements of greater than 2000 ohms were also noted. A new lead was therefore implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.